Event description:
It was reported that a device could not be interrogated. The keyboard hinges are bad. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified the initial report, the keyboard hinge was broken, no electrical anomalies were found. (B)(4): analysis verified the initial report of interrogation failure, the cause was the cable being out of specification.